Event description:
The customer reported that the insulin pump alarmed while refilling a reservoir and insulin squirted out continuously. The blood glucose reading was 140mg/dl. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test, and the device was unable to prime during the prime test as a result of a protruded/loose drive support disk.